Event description:
Healthcare professional reported injecting a patient in the intradermal cheek with 2.4 ml and in the perioral area with 1 ml of juvéderm® volite¿. A month later, the patient was injected in the intradermal cheek with 2.3 ml and in the perioral area with 0.7 ml of juvéderm® volite¿. Two months later, the patient had non-device related "anorectal hemorrhoids discovered during a physical examination for 9 months" and took 5g of diosmin powder orally and 354ml of oral concentrated solution of magnesium sulfate sodium potassium, once, and for intestinal examination medication. Patient was hospitalized and discharged 2 days later. During hospital stayed, several hemorrhoids were seen at the anal opening, deemed not device related. A banding procedure was performed at the hemorrhoid area above the dentate line, with a total of 6 rings. The procedure went smoothly and the hemorrhoid banding surgery was completed. The event resolved the next day. This file captured the initial injection of juvéderm® volite¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "anorectal hemorrhoids", deemed not device related is considered an unexpected adverse drug experience.